Manufacturer narrative:
(B)(4). Approximate age of device ¿ 63 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital from the clinic for hemolysis, increased lactate dehydrogenase, and was positive for blood in the urine. The pump parameters were unchanged. On 10/27/2016, the health professional reported that the patient was put on the transplant list and is currently an outpatient. No additional information was provided.

Manufacturer narrative:
The explanted pump was not returned for evaluation. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was transplanted on (B)(6) 2017. Information received on (B)(6) 2017 stated that the patient was status 1b on the transplant list due to their high risk for thrombosis. However, the transplant was not in response to a thrombosis event. The patient's pump was discarded and would not be returned for evaluation.